Event description:
The event occurred prior to a procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. B5. Corrected fields: e1 (phone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause for the following malfunctions: the device does not turn on and does not start up is not reproduced, no image, unintended delay in image display, damage to spacer 35 and failure of the power cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus repair facility for evaluation, the customer¿s allegation was confirmed. In addition, evaluation of the device observed the following non-reportable finding; there was liquid inside the device; the front panel, chassis, and top cover were deteriorating; rear panel and power supply unit were deformed; the pip (picture in picture) was not displayed due to the deterioration of the harness, and there were signs of heavy corrosion inside the device damaging several electronical parts. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center did not turn on and will not start. There were no reports of patient or user harm.